Manufacturer narrative:
As reported, post-implant of the ventralight st mesh, the patient was diagnosed with an infection and subsequent fistula. Infection and fistula are known inherent risks of surgery. The information provided did not indicate a cause for the patient¿s postoperative course. Based on the information provided, no conclusion can be made. To date, this is the only reported complaint for this manufacturing lot. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists fistula formation and infection as possible complications. Regarding infection, the warning section of the IFU supplied with the device states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." This emdr represents the ventralight st mesh (device #2). Additional emdr was submitted to represent the ventrio st (device #1).

Event description:
As reported, during elective laparoscopic and open repair of incisional hernia on (B)(6) 2021, the patient was implanted with a ventrio st mesh (device #1). A ventralight st mesh (device #2) was used to extend the midline coverage. It was reported that, 9-months post-implant, the patient was diagnosed with an infection. As reported, during (B)(6) 2022, the patient was diagnosed with a colo-cutaneous fistula through the mesh, which was managed with ivabs, skin management and nutrition. In (B)(6) 2023, the patient underwent a laparotomy, excision of colo-cutaneous fistula, mesh and midline repair.